Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the two returned lead segments were performed. The lead was severed 590 mm from the terminal pin for a total lead length of 890 mm. Dried blood/body fluid was noted in the lead lumen. The conductor coils were deformed in multiple locations. There was also a cut in the insulation at 559 - 665 mm from the terminal pin and the conductor coils were pulled out of the insulation at this point. Evidence of insulation separation was confirmed from the distal end to the anode coil and the proximal end to the drug collar of the electrode end. This damage was confirmed to have occurred during the explant procedure. Electrical testing was performed which verified that the lead segments were electrically continuous. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that capture was unable to be obtained with this left ventricular (lv) lead. Approximately six months later we received information that this lv lead had pulled back into the right atrium. A procedure took place and the lv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
--